Manufacturer narrative:
The case was re-evaluated with following outcome: product experience report (per) implantation information in the per report is inconsistent. The product information section indicates that the components were implanted in the left hip, and a left hip implant date is provided. However, the revision date appears to correspond to the right hip. The event information section says: ¿patient was complaining of pain in the last months. Surgeon decided to remove the durom components. Stem/adapter junction was corroded. Pseudo tumor found.¿ clinical information complaint file documents, surgical reports of implantation and revision, pathological examination reports, hospitalization summary pages and medical assessment notes were received in french language. The documentation concerns both the patient¿s left and right total hip prostheses. Only the documents related to the right hip prosthesis were translated to english and the relevant information issummarized below. Because the author of this report is not fluent in french, online translation was used. Implantation report, dated (B)(6) 2008, was roughly summarized as follows: the pre- and post-operative diagnosis is right coxarthrosis. The acetabulum is successively prepared using reamers from size 46 to 56 mm. A durom cup is impacted respecting the anatomy of the patient. The cup is very stable and pressed in fully. The femur is then successively prepared according to a usual technique using reamers from size 6 to size 11.25 135°. A test is made with a head size 50 and the reduction is adequate. The trial components are removed and the definitive stem size 11,25 135° is impacted with an adapter +8 and a head size 50 mm. The same stability is regained. Pathological examination report, incoming (B)(6) 2008, outgoing (B)(6) 2008: the report lists the samples received for examination and concludes a coxarthrosis of the right hip. Medical assessment notes from (B)(6) 2008: the affixed product stickers that were used in the implantation surgery show that, in addition to the durom acetabular component, the metasul large diameter head, and the head adapter, the following component was also implanted: cls spotorno stem, uncemented, size 11.25, 135°, ref. No. 29.00.39-112, lot no. 2411011. Handwritten notations were reviewed and determined not to have an impact on this analysis. Revision report, dated (B)(6) 2015, was roughly summarized as follows: the pre- and postoperative diagnosis is suspicion of loosening or pseudotumor or infection. The patient presents slight pain. Preoperative x-rays revealed no particularities. Preoperative inflammatory assessment is negative. Preoperative, there are no signs of infection. The physical examination is within the normal limits without weakness of the abductors. The patient is little symptomatic. As soon as the capsule is opened, a whitish purulent liquid drains. Cultures are taken. Based on this, two possible diagnoses are considered, either infection or pseudotumor. The hip is dislocated without problems and the head is removed. The cup is removed without difficulty and there is no significant bone deficiency. Abundant lavage is performed. A slight corrosion is noted at the level of the femoral neck. The femoral stem is stable without any signs of loosening. It is decided to set up a temporary prosthesis in the acetabulum. Antibiotic cement is used to put in place a 32 mm, 54 mm outer diameter liner. A femoral head 10.5 x 32 mm is placed. Once the results of the cultures are received, we will come back next week to operate the patient and set up a new cup as well as probably revise the stem and place a new head and polyethylene insert. Considering the presence of the purulent liquid a complete revision cannot be made today. The diagnosis seems to be more a pseudotumor. An active debridement was made around the hip. The pseudotumor rose towards the ischium. There is no evidence of impairment of the gluteus maximus and gluteus medius. Pathological examination report, incoming (B)(6) 2008, outgoing (B)(6) 2008: the report lists the samples received for examination and concludes a sclerotic bony tissue. Second revision report, dated (B)(6) 2015, was roughly summarized as follows: pre- and postoperative diagnosis: infection of the right total hip prosthesis this is the second intervention in this patient who underwent an intervention in (B)(6) for the resection of infectious material. Considering the presence of a presumed infection regarding a pseudotumor after a mom prosthesis type durom we agreed with the microbiologist and after consultation of the orthopedic department of the hospital in (B)(6) to leave the stem in place. We placed a temporary head and cemented polyethylene insert. After opening of the joint there was no evidence of purulent material. The hip is dislocated without difficulty and the head is removed without problems. The stem is stable. There are no signs of infection. The rest of the report describes the implantation of the new implants. X-rays two x-rays were sent as pdf files, undated and without patient identification. The quality of the images is insufficient for assessment. However, it seems that the distal part of the metasul ldh head adapter protruding the head appears to have the shape of size xl. Additional information information received from the hôpital de st-eustache states that the cleaning of the parts was done with the enzymatic detergent (ecolab). The parts were soaked in this solution for about 48 h. Visual examination the durom cup shows damage from the revision surgery, e.g. Nicks, scratches and so on. There are hardly any bone attachments visible on the titanium plasma spray coating. On the articulation side numerous fine and some coarser scratches are visible. On the articulation surface of the metasul ldh head there are numerous fine scratches and a distinct coarse scratch running directly over the pole. The latter can be attributed to the revision surgery. Additionally, several short lines of smeared material are visible. The articulation surface of the metasul head was investigated under the microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). On the entire surface of the head, scratches can be seen and the carbides appear as dark spots. In the loaded area the typical pattern deriving from articulation with slightly curved and crisscross scratches is recognizable. In the rather unloaded area, close to the equator, this pattern is not present but single scratches are visible. On the inner surface of the metasul ldh head adapter surface changes due to fretting corrosion could be found. Wear measurement the wear measurements of the articulation surfaces of the metasul ldh head and durom cup were carried out on a 3d measuring machine type cmm5, sip geneva. Clear wear zones could not be identified and therefore it is not possible to determine the wear values. However, the measured diameters of the components are still within the manufacturing tolerances. Conclusion in (B)(6) 2008 the patient received a mom prosthesis combined of durom cup, metasul ldh head and adapter and a cls stem. From the description in the surgical report of implantation it is unknown if the steps of the surgical technique were followed, especially those for the mounting of the components (head, adapter, stem). According to the surgical technique valid at the time of implantation the acetabular component should be impacted into the prepared acetabulum in approximately 10 to 15° of anteversion and a lateral opening of 45°. The head adapter should be first assembled on the metasul ldh head by means of a firm and strong impact with a heavy mallet and using the provided metal base and its plastic assembly inlay. Then the stem taper is cleaned and dried and the femoral head is positioned on the stem taper while carrying out a slight rotation movement and then mounted with a soft impact onto the impactor tool [1]. The per mentions that the patient complained about pain in the last months. After 6 years and 11 months in vivo the patient was revised due to presumed loosening or pseudotumor or infection. The patient was described as little symptomatic. During revision surgery as soon as the capsule was opened a whitish purulent liquid drained. Cultures were taken. A slight corrosion was noted at the level of the femoral neck and the femoral stem was stable without any signs of loosening. Based on the purulent liquid, two possible diagnoses were considered: infection or a pseudotumor. Thus, a complete revision could not be made and it was decided to place a temporary prosthesis in the acetabulum. The second revision was made approximately 3 months later and the surgical report states infection as pre- and postoperative diagnosis. In the procedure section it is mentioned that no purulent material or any signs of infection were found. The results of the cultures taken from the whitish purulent liquid at the first revision are not at hand. Polished areas which might indicate loosening could not be found on the anchoring side of the durom cup. The appearance of the articulation surfaces did not point to abnormal wear, e.g. Rim loading. It was not possible to determine a wear value for the pairing, but the measured diameters are still within the manufacturing tolerances. On the inner surface of the head adapter signs of fretting corrosion could be found. The reason for the fretting corrosion remains unknown. It is supposed that the dark-appearing carbides on the articulation surface of the head are related to the handling steps performed before the components were sent to zimmer (B)(4). An enzymatic cleaning detergent (ecolab) was used by the hospital for 48 h which seems to be a rather long application time for soaking. Based on the information and the retrievals at hand, loosening cannot be confirmed, and a device-related cause for the revision is not identified. The operative report for the 2nd stage of the revision notes the pre and post diagnosis as infection. References [1] metasul® ldh® large diameter head surgical technique, lit.no. 06.01265.012 ¿ ed. 05/2007 zhub. Zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened due to additional information was received. As it became nowaware, that an other reason for revision was infection, in addition, a report for this device was filed. The investigation of this case will be updated accordingly. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available and/or the investigation results are available, an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul® ldh®, head, 50, code p, taper 18/20 on the right side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2015 due to pain, corrosion, pseudotumor and infection.